Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
When flushing catheter, pooling noticed under tegaderm dressing.

Manufacturer narrative:
The 2.6f catheter returned for evaluation was unable to be flushed. Only a portion of the lumen was returned. The hub, extensions, and luers were not returned. The location of the leak could not be confirmed for the catheter, so the root cause for the catheter failure could not be confirmed. There was not enough intact catheter returned to be evaluated. Without an evaluation of the complete device involved we are unable to determine the cause or factors that may have contributed to this event.